Event description:
Related manufacturer reference number: 2017865-2022-02193. It was reported that the patient presented for an implant procedure. During the procedure, it was reported that the implantable cardioverter-defibrillator (ICD) exhibited a set screw that could not tighten, high pacing impedance, and no electrocardiograms. The ICD was not used and replaced. During replacement of the ICD, the left ventricular (lv) lead exhibited a damaged connector pin. The lv lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of damaged connector pin was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual examination of the lead found the connector pin and crimp sleeve were pulled out of the connector assembly and the inner coil was broken and stretched. The cause of the reported event was isolated to procedural damage.